Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, when attempting to cut the suture, the suture trimmer would not cut the suture. A second suture trimmer was used to cut the suture. There was no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the red lever was in the correct position and the cutter blade was normal. During the investigation, the red lever was activated and the suture was loaded on the sheath window to check the cutting mechanism and the suture was cut successfully. This was performed several times without a problem. Based on the investigation findings, the suture trimmer conformed to specification. Because there were no abnormal observations with the condition of the returned device, we were unable to confirm the reported experience. No manufacturing or quality issues were detected. No device history record review for this lot could be performed because, no lot number was provided.

Event description:
A percutaneous coronary trans radial intervention (pci) was performed in the left anterior descending (lad) artery. Pre dilatation with a 2.25 mm balloon was performed. The intravascular imaging catheter (ivus) was used successfully to examine the lesion prior to stent placement. The stent was implanted. Post- dilatation was done with a 2.5 mm balloon and ivus was performed again confirming the stent was fully dilated. During removal of the ivus catheter, the physician felt resistance; the catheter had become stuck with the stent. The physician then pushed the inner sheath distally and was able to successfully remove the catheter. The patient's condition was reported to be "good."